Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 481 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The programming was also correct. The high pressure was not performed. It was also stated that the customer experienced pain and bleeding at the insertion site, as well as air bubbles in various infusion site.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.